Manufacturer narrative:
(B)(4). It was reported that after eight days of treatment, etimicin sulfate and cefathiamidine treatment was discontinued. The same day, the patient started treatment with ceftazidime (ip, 1g, 1x/day) and was treated for six days. The patient was hospitalized for twenty three days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Remedial treatment was started which included etimicin sulfate 100 milligrams intraperitoneally (ip) two times a day and cefathiamidine ip 1 gram two times a day. At the time of this report, hospitalization and remedial treatment was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was involved in a baxter sponsored study titled "a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind)" at the time of the event. If additional relevant information is received, a supplemental medwatch will be filed.